Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited "system fault and 41622 motor error". No patient involvement reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the device was missing a tamper seal. Review of the event history log showed an occurrence of a "system fault 41622" alarm. The reported issue was duplicated during the investigation. The error code was cleared and the cam flex circuit was replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: e1 updated facility name